Manufacturer narrative:
(B)(4).

Event description:
An article published, titled "toric implantable collamer lens for the treatment of myopic astigmatism" which covered a study for treatment of myopic astigmatism. It indicated that of 96 eyes, of the multiple patients13 eyes required secondary intervention which included: prk surgery, lasik, postoperative limbal relaxing incisions, lens repositioning. It was also noted dry eye symptoms were present in 13% of eyes which peaked at 29%, 39% of eyes had glare/haloes at one month which improved to 15% of eyes at twelve months. There were three eyes in two patients which required enlargment of pi (yag) to avoid impending angle closure glaucoma. It was noted " in summary toric icl is safe and effective option for patient's with myopic astigmatism seeking surgical correction". Lenses remain implanted.